Event description:
Stone retriever broke off during procedure to extract stone specimen. (Stone was very imbedded & physician had to pull hard on stone retriever. Pt taken to or, 9wen general anesthesia & the stone & basket were surgically removed.